Manufacturer narrative:
D2: product code: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. (B)(4), is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. (B)(4).

Event description:
The user facility reported that the product was passed through a narrowed calcified blood vessel. Thereafter, when trying to remove the product, there was a removal resistance and the catheter was stretched. There was resistance, but it was eventually removed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. Investigation results revealed that during the cleaning observation, only the zizai (hereafter referred to as the involved device) itself was returned. When water was injected for the purpose of cleaning the involved device, it was not possible to flush normally. Using a syringe, when negative pressure was applied to the involved device, blood was discharged from inside. Even when attempting to inject water again, it could not be flushed. For this reason, the involved device could not be cleaned normally. During the visual inspection of the involved device, several findings were observed. Deformation was noted in the distal tip part, and catheter elongation was observed over a length of 28.2 cm from the distal tip. A kink was identified at 4.0 cm from the distal tip. Additionally, between 24.0 cm and 24.3 cm from the distal tip, there were signs of catheter crushing, tearing of the outer layer materials, and exposure of the braid. Further deformation was observed at 28.2 cm from the distal tip. Thrombus clogging was also noted in multiple locations within the catheter lumen. The outer diameters of the involved device were measured to inspect for the following possibilities. The total length was measured to check for any elongation that occurred in the involved device, and the outer diameter was measured to check for abnormalities that may cause tube deformations in the catheter. As a result, the total length was found to be outside our standard values due to the elongation that occurred in the involved device. Additionally, the outer diameters at points 4.0 cm, 24.0 cm, and 28.2 cm from the distal tip of the involved device were outside our standard values. On the other hand, the outer diameters of the distal and proximal parts of the involved device were within our standard values, and no abnormalities were observed. Inspection of manufacturing records revealed that visual inspections, dimension measurements, and other checks are performed by sampling each production lot. Additionally, visual inspections are conducted on all zizai devices before the holder assembly in the manufacturing process. Upon reviewing the device history records for lot 240301500, no abnormalities were found in the results of each inspection. No issues that could cause deformations of the catheter, such as elongation, kinks, crushing, tearing of the outer layer material, or exposure of the braid, were observed. From the above results, it was considered that the removal resistance that occurred in the involved device may have been caused by an increase in friction resistance with the guidewire due to the kinks that occurred in the involved device, or by an increase in removal resistance due to the outer diameter becoming larger because of the kinks. Based on the occurrence situation informed and the fact that the involved device was functioning normally at the beginning of the case, the catheter kink and deformation may have been caused by the operation during the procedure.